Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level that was "high" (specific value was not provided).; cause was unknown. Customer gave a correction bolus via the pump to address bg level. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.